Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as an open and red skin irritation. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a bandage on the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.